Event description:
It was reported that bd insyte-w winged pnk 20ga x 1.88in had foreign matter. (B)(6) 2024 when medical staff were preparing to perform a cesarean section on a patient and opened a disposable intravenous needle (with a wing shape) to operate on the patient, they found that there was a black mark on the needle body and the tail of the needle was yellow.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there is an outgoing inspection and in-process inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa). As no photo/sample was received for further investigation, root cause could not be determined. The complaint will be re-opened and re-investigated when photo/sample is received.

Event description:
On (B)(6) 2024 when medical staff were preparing to perform a cesarean section on a patient and opened a disposable intravenous needle (with a wing shape) to operate on the patient, they found that there was a black mark on the needle body and the tail of the needle was yellow.